Event description:
It was reported that the patient had a celebration a few weeks prior to the report and due to increased activity they had increased pain so they turned their stimulation amplitude up. After the celebration, the patient went to get their hair done and when they were sitting in the chair their stimulation was really strong and the patient had been experiencing an increase in pain ever since. This stimulation was tolerable until the patient leaned back in the chair. A manufacturer representative tried re-adjusting the patient¿s stimulation and the patient was jumping and getting a shock-like feeling in the pocket on their left hip where the stimulator was. The patient felt this when the device was on or off and it was worse on the day of the report. The stimulation was moved up one set of electrodes and the patient was not feeling the shock like sensation. The amplitude was turned down and the stimulation amplitudes were reset for all positions. The issue was explained to the patient and they were instructed to return the stimulation amplitude values to the regular values after adjusting them for increased activity days. The patient was getting good relief after the reprogramming and their therapy was back to the level before the celebration.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).